Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, the implantable cardiac monitor exhibited undersensing leading to a false 35-second pause episode. It was concluded that the false pause episode was due to loss of contact in the pocket. No intervention was performed. The patient was stable.